Event description:
During the routine follow up of the ICD device involved in this MDR report, the physician experienced several telemetry errors with the programmer. Once telemetry had been possible, it was possible to reprogram the programmable parameters. The implant procedure was completed with another programmer without any further telemetry errors.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Method: review of the electronic data and files received.(B)(4).conclusion: this behaviour could not be reproduced, and its origin remains unk; however, the most probable hypothesis would be that a combination of the numerous telemetry errors and the interruption of aida reading led to this unexpected configuration of warning messages' attribute in the programmer software, thus preventing further display of warning messages during the session. There was no consequence for the pt; moreover, the reported behaviour did not recur upon following interrogations. Therefore, a correction for this issue is not considered as an urgent matter since there was only a user convenience issue.